Event description:
It was reported that during shoulder scope the surgery center had issues with their shoulder stabilization kits. The coban that comes inside the packaging is worthless. It shreds as soon as it is used. It was noticed at the beginning and no delay were reported. A competitor device was used to complete the procedure. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the device, which was used in a procedure, was not returned for evaluation. A relationship between the device and the reported incident could not be confirmed. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. All risks have been adequately identified and no changes are required at this time. A device labeling / instruction for use review was performed and indicated the instructions for use includes recommendations, instructions and precautionary statements for proper use of the product. Factors that are known to contribute to the alleged fault / failure may include a material failure. If the product is returned in the future the complaint can be reopened and evaluated. Our quality department will continue to monitor for trends.